Event description:
During a myomectomy case, the beeps stopped after three to four times. Ten minutes into the procedure, part of the left jaw coating fell off into the pt. No add'l pt info was provided.

Manufacturer narrative:
The 152-103r handpiece, 34 cm with s/n (B)(4), miseal thermal ligating shears kit with an unk lot number and the 200-006r universal power supply with s/n (B)(4) were not returned in a timely manner, therefore, no investigation could be conducted. No lot number was provided for the miseal thermal ligating shears kit, therefore, the device history record could not be reviewed.